Manufacturer narrative:
Insulin pump was received with blank display and constant tone alarm due to moisture damage on electronics. Insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The insulin pump was vibrating without an alarm or alert and when the battery was removed. The insulin pump was making a high pitched squeal that lasted for about 10 seconds. Fluid was under the lcd display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.